Event description:
Drager ventilator alarmed "inaccurate flow." Rt changed out the exhalation filter and the expiratory flow assembly. This did not remedy the patient. Pt during this time became hypertensive, tachypneic, and tachycardic, and combative; the patient was sedated and a new ventilator was applied to the patient.